Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of a bd phaseal¿ connector luer lock c35 was exposed during disengagement of the injector. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about an exposed injector needle. The customer¿s report is that the injector needle was exposed when the injector was disengaged. The customer states that this occurred when a nurse with little experience handled this product and whether his operative procedure to disengage the injector was appropriate or not remains unknown; however, there may also be the possibility of a broken injector safety sleeve. Saline was only used when this occurred.

Event description:
It was reported that the needle of a bd phaseal¿ connector luer lock c35 was exposed during disengagement of the injector. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about an exposed injector needle. The customer¿s report is that the injector needle was exposed when the injector was disengaged. The customer states that this occurred when a nurse with little experience handled this product and whether his operative procedure to disengage the injector was appropriate or not remains unknown; however, there may also be the possibility of a broken injector safety sleeve. Saline was only used when this occurred.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of a bd phaseal¿ connector luer lock c35 was exposed during disengagement of the injector. The following information was provided by the initial reporter, translated from japanese to english: this is a report about an exposed injector needle. The customer¿s report is that the injector needle was exposed when the injector was disengaged. The customer states that this occurred when a nurse with little experience handled this product and whether his operative procedure to disengage the injector was appropriate or not remains unknown; however, there may also be the possibility of a broken injector safety sleeve. Saline was only used when this occurred.

Manufacturer narrative:
H.6. Investigation: samples and photos received for investigation. Upon inspection of the image and sample received, it can be seen that the injector was attached to a connector and the safety sleeves have slipped out of place and the needle is exposed; likely caused by misuse of the device during connection/disconnection of the phaseal device against the mating component. The lot number of the connector is unknown, therefore the device history record review (DHR) could not be performed. Furthermore, a device history record review for 2106292c showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect the possible root cause of the connector disconnecting from the injector and the needle being exposed is misuse when disconnecting the injector from the connector, the safety sleeve is removed from its place which causes the injector to break and the injector cannot be used and disconnects from the connector with the needle exposed.